Event description:
It was reported that during a procedure of the mildly tortuous, heavily calcified, 90% stenosed, concentric, proximal left anterior descending (lad) artery, during advancing the balance middleweight (bmw) elite guide wire through the guiding catheter, the guide wire exited a side hole of the guide catheter and the devices became stuck at the guide wire center solder, non-marker solder. The two devices were removed from the anatomy as a system. Outside the anatomy the two devices were separated and the same guide catheter was used in the procedure with a non-abbott guide wire without reported event. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: guide cath: heartrail 7f il3.5 sh. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.